Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 39 mg/dl (2.1 mmol/l) at 2:47 am on (B)(6) 2023 and fs read 326 mg/dl (18.1 mmol/l) at 2:48 am on (B)(6) 2023. Inaccuracy is 88.04% with a point difference of 287 (15.95). The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation. The event date listed on b3 is reflective of the time zone of the country of the event. Device not returned.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as low, and the meter bg reading was 326-327 mg/dl. Customer's delivered a correction bolus via pump to address bg level. Customer acknowledged pump functioned as intended.